Event description:
On 4/9/2025, an FDA medwatch notification was received via email. A facility representative reported that a patient underwent a coronary artery bypass graft procedure in (B)(6) 2025. The patient's sternal closure was achieved with an ar-7288 fibertape sternal closure system. The patient then presented with a sternal wound infection, requiring additional surgery. Surgical cultures revealed corynebacterium amycolatum. No additional information was provided. Additional information was received on 4/16/2025: the initial surgery took place on (B)(6) 2025, during which four ar-7289t and three ar-7288 implants were placed. Around(B)(6) 2025, the patient began experiencing sternal wound redness, purulent drainage, and invasive fungal disease. To address these complications, the patient underwent multiple irrigation and debridement procedures on (B)(6) 2025, followed by bilateral pectoralis advancement flaps for chest closure. During an additional surgical procedure, the implants were explanted; however, the specific implants removed, and the exact date of the surgery remain unclear. The patient was readmitted on (B)(6) 2025 for a current sternal wound infection.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.